Manufacturer narrative:
(B)(4).

Event description:
The patient reported through a manufacturer representative that she experienced a shocking/jolting sensation where her occipital leads were placed that "may have started" after the patient fell off a ladder about one and a half years prior to report. The patient reportedly "did not think it was due to the lead/device" as she "never made the connection" between the shocking and her fall previously. Impedance testing performed in 2013 (prior to the fall) showed normal impedances on all electrodes; however, impedance testing performed in 2014 (after the fall) showed a high impedance of ">10000 ohms" on electrode 5. Impedance testing was performed twice at the time of report and both times also found an impedance of ">10000 ohms" on electrode 5. The patient was reprogrammed at the time of report, whereby electrode 5 was programmed around, and the patient was "able to get good coverage of the pain areas." It was noted the issue was resolved at that time. There were"no" surgical interventions planned or performed and the patient was alive with no injury at the time of report. Additional information was requested regarding device details; a supplemental report will be filed if additional information is received.